Manufacturer narrative:
The field service engineer replaced 1 sample probe and 2 reagent probes. An instrument check was performed successfully. The alarm trace showed several abnormal probe sucking, abnormal sample aspiration, and short sample alarms from 30-jul-2022 to 04-aug-2022. Based on the calibration and qc data provided, a general reagent issue could be excluded. The cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from 1 patient on a cobas 6000 c501 module. The initial gluc result was 17 mg/dl. The sample was repeated on an integra analyzer and the result was 140 mg/dl. No questionable results were reported outside of the laboratory. The reagent lot number is 62565801 and the expiration date is 30-jun-2023.